Manufacturer narrative:
(B)(4). A visual analysis of the returned device found that the basket was in partially closed/retracted position when received with no issues noted with the sheath. A functional evaluation was performed. The thumbwheel moved freely in both directions, but the sheath would not move over the wire and the basket would not open further or close. The handle dial rotated freely but the basket would not rotate. When the device was disassembled, the sheath and glue plug remained attached to the rack gear. The wire had been kinked and had broken from the distal end of the handle cannula. The sheath had also been torn/separated at the wire break point. Strong resistance was noted during removal of the basket wire sub assembly from the sheath. It was found that the proximal end of the long basket wire sub assembly section had been bent/kinked. The evaluation revealed that the pull wire was broken. During manufacturing, the devices are 100% inspected for functionality/integrity. Most likely, the defects noted were due to some operational aspect of the procedure, therefore, the most probable root cause is "operational/physiologic context". The device history record (DHR) review found that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an optiflex¿ stone retrieval basket was used during a ureteroscopic stone removal procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, it was found out that the basket would not open. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; pull wire breaks.